Manufacturer narrative:
(B)(4). The customer provided one photo for analysis. The complaint of guidewire kinked in use was able to be confirmed by the photo as two distinct kinks were observed. Evidence of use was also observed in the customer supplied photo. A complete visual inspection could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the spring wire guide was kinked during use. No patient harm was reported. The device was replaced.

Event description:
It was reported the spring wire guide was kinked during use. No patient harm was reported. The device was replaced.

Manufacturer narrative:
(B)(4).